Event description:
It was reported that the patient presented in clinic for a post implant check. Upon examination of the implant site, it was discovered that the patient developed a pocket infection. The pulse generator system was removed successfully and the patient was in stable condition. Related manufacturer reference number: 2017865-2019-09217, 2017865-2019-09219, 2017865-2019-09220.

Manufacturer narrative:
Analysis was normal. No anomalies were found.